Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set, with pump and fingerstick glucose values of 345 mg/dl and 322 mg/dl, respectively; troubleshooting guided a complete supply change of the infusion set, after which glucose decreased to 185 mg/dl with downward trend. Customer care provided support that included technical support troubleshooting and user education. Investigation of this case revealed that hyperglycemia resolved after changing the infusion set, consistent with a probable infusion or supply issue. No symptoms associated with hyperglycemia. Outcomes included no medical intervention, no hospitalization. It was concluded that the event was related to use of the infusion set and was corrected through supply replacement and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.